Event description:
It was reported that the doctor found an optic crack after iol implantation into the patient's eye. The iol was removed immediately and implanted with an spare iol of the same diopter. The doctor suspected there was a problem during lens loading. Post-operation, the patient had corneal edema. His one day follow-up ncdva value was 0.4 and his pre-operation ncdva value was 0.2. There was no delay in treatment or other interventions reported. No further information was provided. Additional information was received on 1/19/2026 and 1/21/2026 which indicated that there was delay in the operation time that occurred in the iol exchange which was expected to have no significant impact on the patient's v.a. The lens was removed and replaced in the same procedure. There was no issue with phacoemulsification. No further information was provided.

Manufacturer narrative:
Additional information: b5 describe event: it was reported that the doctor found an optic crack after iol implantation into the patient's eye. The iol was removed immediately and implanted with an spare iol of the same diopter. The doctor suspected there was a problem during lens loading. Post-operation, the patient had corneal edema. His one day follow-up ncdva value was 0.4 and his pre-operation ncdva value was 0.2. There was no delay in treatment or other interventions reported. No further information was provided. Additional information was received on 1/19/2026 and 1/21/2026 which indicated that there was delay in the operation time that occurred in the iol exchange which was expected to have no significant impact on the patient's v.a. The lens was removed and replaced in the same procedure. There was no issue with phacoemulsification. No further information was provided. H6: health effect - impact code: 4632. Section d9 - device available for evaluation? Yes . Section d9 - date returned to manufacturer: jan 13, 2026. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection of the complaint device reveal that the handpiece was received with the plunger rod fully retracted. Viscoelastic residue was not observed to be evenly distributed throughout the cartridge. The cartridge tip was observed to be slightly damaged. No issues were identified with the lens module, device assembly, plunger rod, and plunger rod advancement. The lens was received cut in half and coated in fibers from the gauze. The lens halves were cleaned revealing lens damage and scratches. The complaint issue lens damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor found an optic crack after iol implantation into the patient's eye. The iol was removed immediately and implanted with an spare iol of the same diopter. The doctor suspected there was a problem during lens loading. Post-operation, the patient had corneal edema. His one day follow-up ncdva value was 0.4 and his pre-operation ncdva value was 0.2. There was no delay in treatment or other interventions reported. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted; give date: not applicable as lens was inserted and removed in the same procedure. Section d6b: if explanted; give date: not applicable as lens was inserted and removed in the same procedure. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.